Event description:
It was reported by the customer's mother they received a motor error alarm. The motor error alarm occurred during the manual prime. Customer stated they are unable to rewind the insulin pump. The blood glucose reading was 290mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.